Event description:
Customer reported, the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the hospital's wonderbox circuit breaker. System operates as intended.